Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: gastrectomy. Event description: "the opturator was broken." Product is available for return. Patient status: no patient status provided, event occurred before use.